Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of distal glue fragmentation. The clear fragment was identified to be a portion of the distal glue. Based on the condition of the returned unit, it is possible that the fragmentation was due to an object or instrument coming in contact with the distal glue. It is also possible that the glue was more susceptible to fragmentation. However, the exact root cause of the distal glue line fragmentation is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: colorectal resection. Event description: transparent piece fell off. Report from the sales rep: the trocar was pulled out and placed on the table, and a transparent piece like a plastic fell off. There were no piece fell in the body cavity. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The distal glue area was found to be detached. The returned fragment was similar to the missing section on the distal glue area in shape. The unit will be returned to amr for further evaluation. Additional information received via email on 01dec2021 from the distributor: the trocar was inserted straight after making a small incision. There was no difficulty with insertion. It is unknown if the trocar was used with a trocar. An [scope] was inside the cannula at the time of the incident. Intervention: the case was completed with the new one. Patient status: no patient injury,

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: colorectal resection. Event description: transparent piece fell off. Report from the sales rep the trocar was pulled out and placed on the table, and a transparent piece like a plastic fell off. There were no piece fell in the body cavity. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The distal glue area was found to be detached. The returned fragment was similar to the missing section on the distal glue area in shape. The unit will be returned to amr for further evaluation. Intervention: the case was completed with the new one. Patient status: no patient injury.